Event description:
Femoral fracture occurred during surgery. Tha was done for right hip on (B)(6) 2010. During stem insertion, the femoral fracture occurred. The fracture was noted in anterior lateral femur extending to the distal part. Reduction was done with cable wiring and another stem was used to complete the surgery. Time of the surgery was prolonged in 150 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4), reports: femoral fracture occurred during surgery. Tha was done for right hip on (B)(6) 2010. First, the stem ((B)(4)) was inserted, and it sunk more than 4mm distal and needed to be removed. After additional reaming, other stem ((B)(4)) was inserted. During insertion, the femoral fracture occurred. The fracture was noted in anterior lateral femur extending to the distal part. Reduction was done with cable wiring and another stem was used to complete the surgery. Time of the surgery was prolonged in 150 minutes. The surgeon was experienced and familiar with the products. The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..